Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sheath ripped when the surgeon pulled out the verress needle, not really a damaged seal but a ripped sheath. It was replaced with a new one to complete the case. There was no patient injury.